Event description:
Customer reported that the fiber was damaged at the tip of 150,000 joules during a prostate procedure. The case was completed with a second fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the damaged at the tip, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's cap was found to be fractured and broken off; the cap also exhibited char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side firing surgical fiber, and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.